Event description:
Surgeon attempte to implant the device in a tight space by using a mallet to impact the inserter to which the device was attached. The device broke into two pieces. The pieces were removed and the surgeon performed additional work on the implant site to open up the space and accommodate the device. He then implanted another device of the same kind without further incident. Surgery was reportedly extended only a couple of minutes by the incident. The pt was reportedly doing fine following the surgery.